Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device reflected heat in the elbow with a reading of 105 degrees fahrenheit which was greater than the manufacturer's specification (105 degrees fahrenheit; specified reading is less than or equal to 103 degrees fahrenheit). It was further noted that the bearings and gears in the back end and mid-section were corroded/worn out and the nose tube bearings showed corrosion. Therefore, the reported condition was confirmed. It was determined that the buildup of corrosion on the bearings and gears in the back end and the mid-section was consistent with creating heat from normal use. It was determined that the corrosion on the nose tube bearings was also consistent with normal use. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device was heating up. The event is not reported to have occurred during surgery. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.